Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was no longer working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was no longer working. The patient will undergo an ipg replacement procedure.